Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements on the single coil right ventricular (rv) lead. There have been no delivered shocks and there is no evidence of noise. Boston scientific technical services (ts) suspects a patient condition such as ionization and/or calcification on the lead. Boston scientific technical services (ts) recommended isometrics and pocket manipulations and if clinically appropriate shock lead impedance testing. No adverse patient effects were reported. The device and rv lead remains implanted and in service. New information received indicates that shock lead impedance testing was performed per ts recommendation. Following the delivery of a 41j shock, this ICD recorded code 1005 indicative of a shorted lead condition. High out-of-range rv shock impedance measurements were reported along with high thresholds. Rv lead insulation damage was suspected. Surgical intervention was performed. The ICD was explanted, and the rv lead was surgically abandoned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this single coil right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. There have been no delivered shocks and there is no evidence of noise. Boston scientific technical services (ts) suspects a patient condition such as ionization and/or calcification on the lead. Boston scientific technical services (ts) recommended isometrics and pocket manipulations and if clinically appropriate shock lead impedance testing. No adverse patient effects were reported. The lead remains implanted and in service.